Manufacturer narrative:
The delivery device was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a small plastic piece (0.5 x 1.5 mm, white/ transparent color) was noted in the anterior chamber during lens implant. Supposedly, the particulate came from the delivery device used. The surgeon used forceps to remove the particulate successfully and the lens remains implanted without injury to the patient.